Event description:
On (B)(6) 2014, the reporter contacted animas alleging a keypad unresponsive issue. The reporter stated that the ok keypad button was intermittently unresponsive and that the keypad was intact. Reportedly, there was no moisture or corrosion to the pump. There was no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/08/2014. Device evaluation: the device has been returned and evaluated by product analysis on 09/29/2014 with the following findings: no damage or peeling to the keypad was observed. The contrast and ok keys responed intermittingly to testing. The down, and up keys were responsive. The keypad was removed and contamination was found under all the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.